Event description:
It was reported that this pacemaker was exhibiting loss of capture and high threshold measurements on the right ventricular (rv) channel. Rv amplitude measurements were also observed to have decreased. The patient also reported experiencing a twitch in their chest. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.